Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the battery revealed that the device passed external visual inspection. Functional testing revealed an abnormal voltage plot regarding cell pair three (3) of the battery; despite this finding, the battery was still able to charge and provide power. Supplemental testing revealed an intermittent connection due to a soldering defect between cell pair three (3) and cell pair four (4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a defective solder. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging and the indicator on the battery charger displayed a flashing red light. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.